Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient chief complaint is pain. Surgeon went in and found the stem loose and mal-aligned. After removing the stem the surgeon proceeded to the acetabulum for inspection. He removed the metal insert and replaced it with a poly insert. The cup was solid and well positioned. It was retained. Then revised the femoral stem to a reclaim stem. All of the explanted hardware was sent to pathology per hospital protocol. Thank you. Doi: (B)(6) 2007 dor: (B)(6) 2021 left hip.